Event description:
It was reported that an attempt to implant this insertable cardiac monitor (icm) device resulted in a low battery alert shortly after placement. The icm device was removed and replaced with a new one during same procedure. The representative confirmed no unusual activity during the procedure, such as excess telemetry or magnet applications. No adverse patient effects were reported. This icm device has been returned and analysis had been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual inspection found no anomalies and xray found no anomalies; additionally, the security keys were scrubbed, and a memory dump was performed. Battery diagnostics were downloaded and found presence of low implant voltage faults; however, the low implant voltage faults triggered during time of implant, and the device battery recovered as expected, with no presence of magnet overuse or temperature variation noted. Furthermore, the device was put through a series of automated testing that verified sensing and device functionality, and it was also exposed to stress and extended telemetry sessions to test battery durability, during which battery measurement remained constant above 3v. Subsequently, the device case was cut open, revealing inner circuitry, and battery voltage measured at 2.97v. The device battery was then removed from circuit, external power of 3v was applied, and current drain noted 1.8ua, which is normal. Finally, the device battery was sent to the battery lab for further analysis, where battery lab analysis found no evidence of battery related short; at this point, no further investigation could be performed and cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on returned device analysis and a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned.